Event description:
Customer reported via phone, the insulin pump didn't seem to be delivering insulin. Each times she changes the battery on the insulin pump it alarms unexpected restart and she has been experiencing high blood glucose over 400 mg/dl for three days. Troubleshooting was performed and current blood glucose was 436 mg/dl, treated with manual injections. Customer believes the insulin pump was not delivering insulin because she delivered two or three units bolus and only three drops came out. She tested her device after she had delivered 14 units of insulin to treat for her high and it wasn't lowering. She was experiencing the following symptoms nausea, thirst, irritability, and urination. The device wasn't exposed to an MRI. It passed the displacement test. Customer didn't agree that the device was working as designed. Customer declined to troubleshoot for high blood glucose and external ram crc error alarm. Customer is returning the device and agreed to have the device analyzed.

Manufacturer narrative:
The insulin pump was received with all operating currents are within specification, no unexpected low battery off no power alarms noted. The device passed off no power test, self-test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The device alarmed unexpected restart after the battery was changed due to faulty connector on the interface board. Functional test was not completed due to unexpected restart alarm. No external ram crc error alarms noted during testing. The device had cracked case on display window corners, minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.